Manufacturer narrative:
H6 : codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had an MRI procedure before on their lungs around 2 months ago, right after the MRI they started having problems getting connected to their implant won't even charge sometimes. Pt (patient) added the controller screen showed recharger problem cannot continue. Disconnect recharger. Call medtronic. Pt mentioned that the MRI facility may have called the physician to find out which device the pt have and pt took the external device and manual with them and asked the facility if they needed to turn off the stimulation off before the procedure and the facility said "no". Pt stated, "they started the scan and I started to getting shocked really really bad, and it's not worked properly since then". Agent asked pt if they did not go to MRI mode to turn it on and pt stated, "no, that's what I asked, do I need to go to MRI mode they said no". Agent reviewed MRI mode to pt and redirected pt to their managing healthcare provider (hcp) and manufacturing representative (rep) to check their implant. Then agent offered to reset the controller. Patient mentioned no damage on the external devices. Pt mentioned that even without the recharging paddle they're able to access the therapy and make adjustments. Agent had patient reset the controller and checked for physical damage. Pt attempted to recharge the implant and still got the same message recharger problem cannot continue. Disconnect recharger. Call medtronic. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the recharger.